Event description:
On (B) (6) 2008, the patient's husband reported that he incorrectly inserted an insulin cartridge into the infusion device and approximately 200 units of insulin spilled into the cartridge compartment. He was educated on the proper procedure for inserting an insulin cartridge into the infusion device. He was assisted with setting up the patient's backup infusion device. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.